Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding and injuries related to their fall could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27oct2021.. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient presented to the emergency room (ER) after a mechanical fall. The patient stated that they lost balance while using their leaf blower on a concrete patio and fell on their left side injuring their left finger, shoulder, and knee. They also struck their forehead and head with a notable laceration above their left eyebrow. They denied any loss of consciousness, headaches, dizziness/lightheadedness, or other issues at the time. The patient was found to have posttraumatic right parietal acute subarachnoid hemorrhage. Their most recent international normalized ratio (inr) from (B)(6) 2022 was 2.3, and after discussion with on-call heart failure cardiologist, decision was made to pursue reversal of coumadin (warfarin) with fresh frozen plasma and facilitate transfer to a heart hospital. Additional workups were negative for other injuries or fractures and labs otherwise were unremarkable. A head computed tomography (CT) was done again on (B)(6) 2022 with stable result since holding coumadin and aspirin. Another head CT was done on (B)(6) 2022 with another stable result. Physical and occupational therapy was working with the patient and they were to be discharged on (B)(6) 2022.